Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This ICD model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) no anomalies found; grommet damage was observed and blood found inside the rv port; distal and proximal conductors found distorted and blood present on distal conductor and in/on the helix mechanism, damaged at implant; full lead analyzed; defib conductor distorted and blood/body fluid present on the distal conductor, apparent explant damage; there are two sets of setscrew marks on the is-1 pin and one set is too proximal and one set is in the correct position which indicates that at some time the lead was not fully inserted into the device; full lead analyzed.

Event description:
Asku

Event description:
It was reported that at implant of the system, all measurements were normal. During an evaluation a few days later the following measures were noted: pacing threshold = 8 v, pulse width = 1.5 ms and lead impedance = > 2000 ohms. A surgical verification was made and during the procedure the ventricle connection channel was found full of blood. The lead was repositioned and the connector and the lead were cleaned. The pacing measurements were normal but blood at the connector was observed. The system was explanted. During the system re-implant done at a later date, a lead was repositioned multiple times but all showed pacing thresholds more than 2 v and high impedance. A different lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This ICD model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) no anomalies found; grommet damage was observed and blood found inside the rv port; (B)(4) no anomalies found; distal and proximal conductors found distorted and blood present on distal conductor and in/on the helix mechanism, damaged at implant; full lead analyzed; (B)(4) no anomalies found; defib conductor distorted and blood/body fluid present on the distal conductor, apparent explant damage; there are two sets of setscrew marks on the is-1 pin and one set is too proximal and one set is in the correct position which indicates that at some time the lead was not fully inserted into the device; full lead analyzed.